Event description:
It was reported that a patient underwent a lower segment cesarean section surgery procedure on (B)(6) 2025 and suture was used. During the procedure, the patient entered the operating room for surgery at 8:55, during the process of suturing the wound, the problem of pulling off suture needle happened. Therefore, a new suture of the same origin, batch, and model was immediately replaced to successfully complete the surgery. After careful observation of the problematic product, it was found that needle pull off issue was caused by the breakage of the needle hole. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 photoinvestigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an opened foil labeled as vcp397, lot number 108q6u, expiration date: 2030-04-30; in a second image, a needle without a suture. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.